Event description:
During an aortic valvuloplasty, the tyshak ii 20 mm balloon ruptured after the second inflation. Upon trying to remove the balloon over the safari wire it got stuck, making the balloon and wire difficult to remove which make establishing hemostasis of the femoral artery more difficult.